Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported an aorta perforation occurred leading to a pericardial effusion (pe) and cardiac tamponade. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The physician experienced difficulty crossing the septum and visualizing the versacross wire on the septum in some transesophageal echocardiogram (tee) views. The wire was pulled back multiple times trying to get into a good position for transseptal access. It was believed that the rf wire did not cross and hence two transseptal attempts were made. After two attempts, the tee imaging physician noted a pericardial effusion. The patient's anticoagulation was then reversed and a pericardial tap was performed to remove the blood from around the heart. An approximate of 270cc of blood was removed during the pericardial tap. Patient left the procedure room with a pericardial pigtail still in place for future draining if needed. The following day, the patient was taken to open heart surgery for surgical repair due to continued bleeding. During the surgery, a small puncture in the aorta of the patient was found and it was repaired. The patient was extubated and later taken to a telemetry unit. The device is not expected to be returned for analysis (disposed).